Event description:
It was reported in a maude review that during a shoulder procedure the scorpion needle broke off in the patient`s tissue. Tip was visible on x-ray but surgeon was unable to access and retrieve it.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This event was discovered in a monthly maude review. An foi (freedom of information) request was made with no response at this time. If significant information is received from this request, the complaint will be re-opened. The device could not be requested for evaluation because the facility's name is unknown therefore the complainant's event cannot be verified. Further clarification of the event and patient information were not available at this time. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.